Manufacturer narrative:
(B)(4)

Event description:
It was reported on (B)(6) 2016 from the physician that she was experiencing serial cable issues on her tablet as she was having problems with it connecting. They attempted to disconnect and reconnect the cable but this did not help. It was stated that once the serial cable was replaced the issue was resolved. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.